Event description:
During a follow-up interrogation, the device was found in ddd mode when it was programmed in aaisafer mode. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dates nov 6, 2009), ela is filing this MDR at this time. Device was programmed to aaisafer mode and upon interrogation it was found in ddd mode. Review of the electronic data and files received. The behavior resulted from an implant software anomaly. Please note that this was corrected in the last generation of symphony devices. Code (other): the event has no consequence on pt safety and can remain implanted. (B)(4).